Event description:
The customer reported to olympus video system center metal part was falling off in the connector. The issue was found at reprocessing. Inspection and testing of the returned device found that the metal contact inside the connector was deformed resulting in no image. The laparoscopic procedure was completed using a similar device. There were no reports of patient harm associated with event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found failure of the video cable connectors. Video connection issue-video connectors were broken but the connection was found to be possible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.